Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The customer's blood glucose reading was 19 mg/dl at the time of the most recent event. It was reported that a large bolus was delivered prior to the most recent event. The customer was also suffering from bronchitis. Nothing further was reported.